Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on resetting the pump and assisted with the reset, after which the malfunction did not recur. The customer was advised to call back if the issue happened again and acknowledged the guidance provided.